Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a gastrectomy, the device insulation peeled back from the jaws. A new device was used to continue the procedure. No patient injury occurred and no piece of the device fell within the patient cavity.